Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the painted numbers on attune instruments shedding white paint from numbered cutting block during preparation in sterilizing department for use. Concerns the debris could end up in a patient's wound as a foreign body. Attune ps notch cutting guides. Product no and lot numbers unidentified on product search. Every effort made to locate product on the search function.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available evidence were reviewed. Based on the information provided it was identified that the mold size marking is worn. Also, can be observed that device has scratches on the notch guide, therefore, the allegation can be confirmed. No other issues were observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Review of the photographic evidence and visual analysis revealed, that the mold white markings have worn and are difficult to read. Also, the device has scratches on the notch guide. Therefore, the allegation can be confirmed. Additional monitoring, for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.